Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during third inflation at rated burst pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.